Manufacturer narrative:
There was no patient or user injury with this event. A dealer service technician performed an on-site inspection of the x-ray unit. The technician removed the top cover for servicing the unit. When the technician powered on the unit he saw large sparks coming from under the 400vdc f1-f5 fuses and also saw carbon burned components under the fuses. The pn1 power supply board was determined to be defective. The manufacturer has requested return of the pn1 board for evaluation.

Event description:
The hygienist turned on the panoramic x-ray unit and heard a loud arching sound up top and the unit no longer had power.